Event description:
During troubleshooting for unrelated alarms on the homechoice device, it was reported that the home patient had reused single-use supplies. The home patient changed the cassette after the patient line over-primed but used the same bags. This event occurred after priming in peritoneal dialysis. The caller advised they changed the cassette after the patient line over-primed but used the same bags. The technical service representative helped the caller end therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of use error where the home patient changed the cassette after the patient line over-primed but used the same bags. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.